Event description:
It was reported that the doctor was performing a convective radiofrequency water vapor thermal therapy procedure on a male patient and was unable to get access to the prostate due to high elevated bladder neck and pubic bone was preventing access. The doctor tried various hand position to gain access without success. There were no complications with the patient and he is doing fine. The doctor aborted without any treatments.